Manufacturer narrative:
(B)(4) (B)(4): the device has been received; however, the investigation is not yet complete.

Event description:
Device malfunction: tip separation. Time of device malfunction: during preparation. Adverse event: none. It was reported that during unpacking and preparation of the device, the physician removed the tip mandrel according to the instruction for use (IFU). No resistance or difficulties were noted during the mandrel removal. While the physician continued flashing the absolute stent delivery system (sds), it was noted that the tip of the sds had separated; it was not connected with the stent delivery system. There was no patient involvement. No additional information was provided.